Event description:
According to the available information, this complaint concerns an end user who had an asthma attack while testing the provox life go hme for the first time. It is unknown if he suffers from asthma in general. The event occurred while he was with his slp in consultation at the hospital. The diagnosis was done in the hospital with a pulmonologist. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.